Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. Visual examination of the returned product identified item/lot information match what is listed in the sub form of the complaint. Device shows signs of repeated use with nicks, gouges and scratches throughout the device. The tip has fractured and not all pieces have been returned. There is also a screw that has came out of the inserter. Fracture analysis is inconclusive, fracture surface artifacts of rivers lines and an apparent bending hinge suggest the bending overload failure mode. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source- (B)(6). Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that upon completion of the knee arthroplasty, post operative x-rays showed a fragment of the implant inserter was retained in the patient. No health impact to the patient has been reported. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history record identified no deviations or anomalies during manufacturing. The device is used for treatment. Radiographs were provided and reviewed by a healthcare professional. A review of the available records identified the following: thin linear increased density transversely oriented structure distal to the articular surface of the medial compartment hardware, likely corresponding to the cementless tibia inserter described on the event/deficiency description. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.